Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that patient was admitted for ventricular tachycardia and incidentally found to have a perigastric hematoma status post automated transfer vehicle accident. International normalized ratio (inr) was reversed with k-centra on (B)(6) 2021. Log files were sent to rule out pump compromise as team noticed an increase in flow and power overtime. Patients lactate dehydrogenase (ldh) was normal, there were no alarms, and the patient expressed no symptoms. The log files noted power/flow elevations between (B)(6) 2021, both parameters had an upward trend. Multiple pulsatility index (pi) events were also noted. Patients ldh elevated the following week, along with liver enzymes. The log file review showed some powers in the 10-12 watt (w) range and noticed a speed change from 10,4000 rpm to 10,800 rpm. There was a low speed advisory event on (B)(6) 2021 at 13:12 where the fixed speed was set lower than the low speed limit, which was 9,800 rpm fixed versus 10,000 rpm low limit.

Manufacturer narrative:
Manufacturer investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported events could not conclusively be established through this evaluation. Additionally, the analysis of the log files provided by the account confirmed elevated pump power and flows; however, a specific cause for this finding could not be conclusively determined through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 10aug2020. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Section 1 of this IFU lists bleeding, cardiac arrhythmia, and hemolysis as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. Pump speed, power, flow, and pulsatility index are also addressed in section 1 of this IFU. In reference to power, this IFU explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. Also noted is that any increase in power not related to increased flow causes erroneously high flow readings. The patient care and management section of the IFU outlines indications of thrombus and how to respond to such events. Section 6 entitled ¿patient care and management¿ also lists arrhythmia as a potential late postimplant complication. Section 6 also outlines the suggested anticoagulation regimen and international normalized ratio (inr) range that should be maintained for patients using the heartmate ii lvas as well as the suggested anticoagulation modifications. No further information was provided. The manufacturer is closing the file on this event.